Manufacturer narrative:
(B) (4).

Event description:
The pt felt an increase in stimulation sensation in her area of paresthesia when using a laptop on her lap. The pt was at home at the time of the report. Her status was reported as 'good.' Additional info has been requested. A follow-up report will be submitted if additional info becomes available.